Manufacturer narrative:
Section has been updated based on product download. No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving different measurements with the use of the adc freestyle libre sensor compared to the fingertip. No comparative readings were provided however, the customer experienced symptoms described as ¿headaches, burning eyes, seasickness and high blood glucose¿ that led to medical intervention. The customer had contact with a healthcare professional who treated with insulin (dose unknown) and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving different measurements with the use of the adc freestyle libre sensor compared to the fingertip. No comparative readings were provided however, the customer experienced symptoms described as ¿headaches, burning eyes, seasickness and high blood glucose¿ that led to medical intervention. The customer had contact with a healthcare professional who treated with insulin (dose unknown) and no further treatment was reported. There was no report of death or permanent impairment associated with this event.